Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the cannula of the berlifine® micro pen needle with pentapoint¿ technology could not be detached by way of the safety shield during use. The following information was provided by the initial reporter: "cannula can no longer be detached from the berlinpen by means of the safety flap."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 02-feb-2023. H6: investigation summary: two open 31g x 8mm pen needle samples were returned from lot. No. 1019185, cat. No. 320694. A functionality test was carried out returned samples as per q-sop-183-dl and no issues were observed. See attached data collection form. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported that the cannula of the berlifine® micro pen needle with pentapoint¿ technology could not be detached by way of the safety shield during use. The following information was provided by the initial reporter: "cannula can no longer be detached from the berlinpen by means of the safety flap."